Manufacturer narrative:
Spacelabs healthcare technical support walked the user through restoring the display on the central. The customer confirmed the display was restored following power cycling the display. Cause of failure was not established.

Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central displays went blank. There was no patient or user harm associated with this event.